Event description:
Customer reported an issue with the adc freestyle libre sensor remaining attached to their skin the customer was therefore unable to obtain sensor scans and experienced unspecified symptoms of hyperglycemia and was incapable of self-treating. The customer had contact with a healthcare provider and administered 2 units of insulin (type unknown) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product is expected to be returned, customer disposed product. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an issue with the adc freestyle libre sensor remaining attached to their skin the customer was therefore unable to obtain sensor scans and experienced unspecified symptoms of hyperglycemia and was incapable of self-treating. The customer had contact with a healthcare provider and administered 2 units of insulin (type unknown) as treatment. There was no report of death or permanent impairment associated with this event.